Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A certified ophthalmic technician reported that a lens was explanted following an intraocular lens (iol) implant procedure due to displacement and open posterior capsule. The patient issues have resolved and prognosis is good.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).